Event description:
It was reported to boston scientific corporation that during preparation for a procedure using a contour ureteral stent w/ wire, when the suture was removed from the stent, it was noted that the stent had a cut on the distal end. The procedure was completed with another device, and the patient was reportedly "good" post-procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.